Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to high blood glucose which could not be lowered. The cause of death was organ failure. The caller stated that the customer had organ failure that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of admission to the emergency room. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.